Event description:
During a routine shift check by a clinician, the device would not charge to selected joules and they intially observed "error 44" when attempting to charge defib. Complainant indicated that there was no patient involvement in the reported malfunction.